Event description:
It was observed during the device inspection, that the bronchovideoscope exhibited a burnt distal end plastic cover.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the user used a high energy endo therapy accessory such as laser, high frequency without securing enough distance from the tip of the subject device. A definitive root cause could not be determined. The event can be [detected/prevented] by following the instructions for use which state: IFU bf-1th190 operation manual: chapter 3 preparation and inspection:3.3 inspection of the endoscope: inspection of the endoscope IFU bf-1th190 operation manual: chapter 4 operation:4.3 using endotherapy accessories olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the bronchovideoscope exhibited a handling problem. There were no reports of patient harm or injury.